Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reporting facility did not provide a lot number or any identification of the product. A highquality slit lamp image was provided showing the anterior surface of a reported company intraocular lens (iol) in a dilated eye. The image shows what appears to be deposits on the anterior surface of the iol, including mild pigmented as reported. The source of the observations is unable to be determined based on the image and further identification would require clinical assessment beyond this image review. Given the reported rate of occurrence (10 percent of his company iol cases) over time, a manufacturing-related cause would be unlikely as the products would be from different lots over time. No lot number and no sample were provided. Based on the content provided in the medical information review, exact identification of the source cannot be concluded from evaluating these images alone. Based solely on their appearance in these photographs, the findings suggest there are deposits on the anterior surface. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following intraocular lens (iol) implant procedure, there was some sort of glistenings and or pigment on the lens. As per healthcare professional, might be pigment that was sticking to the anterior side of the lens. Usually notices this during a dilated slit lamp exam 30 days after the operation. This report is associated with two medical device complaints. This file is 1 of 2. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).